Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. The product was evaluated. An external visual inspection was performed and passed. Receiver charge test was not performed due to receiver perpetually rebooting. Receiver boot test was performed and failed due to receiver perpetually rebooting. Functional test was not performed due to receiver perpetually rebooting. A touchscreen manual button test was not performed due to receiver perpetually rebooting. Internal visual inspection was performed and passed. The receiver log was not downloaded for review due to receiver perpetually rebooting. The allegation was undetermined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Event description:
It was reported that the receiver display was frozen. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).